Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the study stent did not appose well to the vessel. The patient presented to the hospital with a q-wave myocardial infarction and was referred for cardiac catheterization. The index procedure treated three lesions. The first lesion was a 100% stenosed, 4.0x30mm target lesion located in the proximal right coronary artery (rca). Treatment utilizing a direct stent technique placed a 3.5x32mm (B)(4) stent with post dilation using an unspecified balloon resulting in 0% residual stenosis. Post ivus was performed revealing incomplete stent apposition, which was treated with post dilations using a non compliant balloon. The second lesion was a 70% stenosed, 2.25x6mm target lesion located in the 1st diagonal branch. Using a direct stent technique, a 2.25x8.0mm (B)(4) stent was placed resulting in 0% residual stenosis. The third lesion was a 70% stenosed, 2.25x10mm target lesion located in the 2nd diagonal branch. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).